Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Device and x-rays were not returned for evaluation. Manufacturing records are intact, conforming and indicate that the product was manufactured and packaged to specification.

Event description:
It is reported in 2006, the tip of the device was left in the patient's left hand upon removal of the guidewire. It was confirmed per computed tomography and missing bevel tip from end of device.